Event description:
A male patient was treated with a 3.0 x 18mm cypher stent. Two weeks later the stent had thrombus. Patient was treated with another percutaneous coronary intervention.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.